Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to expired nibp calibration. Upon conclusion of the evaluation, it was determined that the nibp calibration had expired. The fse performed nibp calibrations and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed the functional test. There was no patient involvement.